Event description:
Report received of air entering the syringe of a monitoring kit. Reportedly, the physician noted air entering the syringe during an unspecified procedure in the catheterization lab; therefore, the air did not reach the pt. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One used 10cc syringe with rotator, attached to a three-port manifold, was received for evaluation. The syringe did not leak during vacuum testing. No anomalies were observed during visual inspection. The complaint was not confirmed. Inspection of the manifold revealed cracks on the end female port. Thread marks from the syringe rotator were etched on the exterior of the port. The shape and type of the cracks indicates over-tightening of the mating part. Note: the hosp products division of abbott laboratories became an independent company, hospira, effective may 3, 2004. This report represents all the info known by the reporter upon query by hospira personnel.